Manufacturer narrative:
(B)(4): eval, results: (mi, stent thrombosis, cva, death).

Event description:
It is reported that a stent thrombosis event occurred in the proximal lad on the same day as the cva. A coronary angiogram showed subtotal stenosis in the proximal lad. The diameter stenosis was >70%. An autopsy showed that the proximal lad stent was almost totally occluded. Patient was taking clopidogrel/ ticlopidine 24 hours prior to the event. The investigator confirmed that it is not assessable if the event was related to the study stent, and that the event was not related to the study procedure.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the distal lcx (MFR report # 2953200201001349, 2953200201001350). Approx 3 weeks post index procedure there was further two endeavor sprint rapid exchange (rx) drug-eluting stents implanted as a staged procedure. One in the proximal lad and one in the mid lad (MFR report # 2953200-2011-00106). There was a ptca (balloon only) revascularization of the distal lad carried out on the same day. At 1 month f/u pt's cardiac status was stable angina. Approx 6 weeks post index procedure an endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st obtuse marginal as a second staged procedure (MFR report # 2953200201001351). At 6 month and 1 yr f/u's pt was asymptomatic / free of symptoms. At 1.5 yr f/u pt's cardiac status was stable angina. Approx 20 months post index procedure stent thrombosis was reported to have occurred in the mid circumflex and the 1st obtuse marginal. Stenosis diameter was reported to be greater than 70%. Associated clinical signs and symptoms were angina. Angiography showed the des in the mid lcx was occluded, the des in the mid rca was 70-90% occluded and 1st obtuse marginal des occluded. Proximal lad <50% occluded, mid lad no abnormalities, distal lad 90% occlusion. Pt was not taking asa but was taking clopidogrel / ticlopidine 24 hrs prior to event. Investigator has indicated that it is not assessable if the event was related to the study stents. A non-target vessel revascularization of the mid rca was carried out approx 3 weeks later. One other brand stent was implanted. An acute non-stemi is reported to have occurred approx 5 months later. It is reported that pt was admitted for chest pain. Pt was taking asa and clopidogrel 24 hrs prior to event. It is reported that the target lesion was not involved. Location of infarction was reported as anterior. Investigator assessed the event was a non-q-wave mi. A cag is reported to have been carried out 3 days later. After cag, symptoms of cva were present. It is reported that event was not related to the study stent. Pt was taking asa and clopidogrel 24 hrs prior to event. The following was reported on the same day proximal subtotal lad stenosis, open stent rca, closed rcx already present. Sudden pt death is reported to have occurred the next day. It is reported that the death was associated with an mi & that there was evidence of stent thrombosis. Investigator provided summary of event: cardiac insufficiency in old and possibly reinfarction by almost dense stent in the lad. The rcx was closed. Atherosclerosis brains. Congestive heart failure. Investigator indicated that event was related to study stent. Pt was taking asa and clopidogrel 24 hrs prior to event.